Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after surgery there was a rupture of the flexor pollicis longus (fpl) tendon detected. The rupture of the flexor pollicis longus is an unusual outcome at volar approach for distal radius fractures. The fpl was intact before the surgery. There was no patient harm. Patient outcome was tendon graft (palomaris longus). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.date received by manufacturer was jan 22, 2015 not jan 22, 2014.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient year of birth is 1982. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.